Event description:
Physician was attempting to treat a calcified lesion using amphirion deep balloon catheter. It was reported that physician inflated balloon with no issues noted but was unable to deflate the balloon. It was reported that physician inflated balloon and was unable to deflate the balloon. There was no issue with the device during inflation. Removal difficulties were noted. Physician then inserted a needle from the body surface to the device directly to rupture for deflation. Physician then used same sized amphirion deep as replacement to complete the procedure. There was no adverse event to the patient. Protective sheath was removed from device; device was then inspected and prepped with no issues noted. There was no resistance between the device and other device was inspected and prepped with no issues noted. There was no resistance between the device and other devices used during the procedure. No resistance was felt when device passed through lesion site. The lesion was not pre dilated but was post dilated. Evaluation summary: traces of dried blood and radio opaque solution were noted in the inflation line and balloon. The shaft was kinked proximally close to the monorail welding 50 cm from the hub. Unsuccessful attempts were made to inflate the device due to residual radio opaque solution in the hypotube. 0.014" guide were was inserted without friction. Distal part of the device was cut in order to analyse the balloon. A syringe was connect to the cut end and inflated. A leak was detected on the balloon surfact at 10mm from the tip. Using a microscope a cut was noted on the balloon.

Manufacturer narrative:
Evaluation results: related to operational context (event was most likely procedural related). Deformation problem. Evaluation conclusion: operational context contributed to event (event was most likely procedural related). (B)(4).